Manufacturer narrative:
H11: a device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient sustained a compression fracture during use of a volara vest. Approximately one and a half years ago, the patient was ¿putting a dish in the dishwasher, heard a crack and experienced back pain.¿ they initially consulted their healthcare provider, and a cortisone injection was provided; along with an x-ray. The x-ray results showed no injuries. The patient continued to have pain and returned to their doctor three days later. The doctor ordered an magnetic resonance imaging (MRI), and a compression fracture was identified. The patient was advised to take pain relief medication (not further specified) and wear a brace. Around that same time, the patient was hospitalized for an unrelated issue. During hospitalization, the patient required a computed tomography scan (CT) and the results identified three compression fractures. The patient¿s physician stated the patient¿s four years of prednisone use and the volara therapy contributed to the compression fractures. The patient has not used the volara vest since (for a year and a half). Patient states they still have pain; however, they no longer require medical attention. There was no report of device malfunction. No further information was available at the time of this report.